Manufacturer narrative:
Investigation summary: bd has not been provided photos or samples to investigate for this record. Bd is unable to verify the reported issue or determined a definitive root cause. Without photos or samples and with no lot information provided, no corrective actions are required at this time.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with safety shields break when closed again after use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with safety shields break when closed again after use.